Manufacturer narrative:
Per the clinic, the patient experienced skin overgrowth of the abutment. Subsequently, on (B)(6) 2016, the patient underwent revision surgery and the excess skin was excised. During the same procedure, a longer abutment was placed. The implanted device remains. This report is filed june 23, 2016.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experiences skin overgrowth at the abutment site. On (B)(6) 2015 the patient underwent a procedure to have excess tissue excised. The implanted device remains.